Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent cannula and experienced a high blood glucose of 434 mg/dl. Troubleshooting for bent cannula was performed. The infusion set cannula was bent. The customer declined troubleshooting for the high blood glucose reading and stated that it was caused by the bent cannula. The customer was advised to change the infusion set. The customer also mentioned that they had issues with their serter. Troubleshooting was performed and it was found that they had difficulty pressing the button on the serter. The issue was resolved by reviewing steps to properly cleaning the serter. The infusion sets will be returned for analysis. The insulin pump will not be returned.